Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) old male patient, after removing the electrode pads, a first degree burn was observed under the anterior pad. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation; based on the information provided, it was determined that the customer was using monitoring electrodes under the pads. This occurrence can interfere with the coupling of the electrodes to the patient's skin and lead to arcing/burns. The presence of the ECG monitoring electrodes under the defibrillation electrodes is highly likely the contributing factor to the first degree burn. It is important to note that zoll's instructions for use states "do not discharge standard paddles on or through electrodes or place separate ECG leads under pads. Doing so can lead to arcing or skin burning." Analysis for reports of this type has not identified an increase in trend.